Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -12.00/+1.5/093 (sphere/cylinder/axis), into the patient's right eye (od) on (B)(6) 2017. On (B)(6) 2017 the lens was exchanged with a shorter lens due to excessive vault. The problem was resolved.

Manufacturer narrative:
Returned product evaluation found lens returned dry in a micro centrifuge vial with residue on lens. Visual inspection found no visible damage and residue on lens. (B)(4)